Manufacturer narrative:
Concomitant product: d314drg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead impedance and thresholds had risen to high levels. It was also noted that the patient feels a strong pulse whenever there is atrial pacing, which was suspected to be nerve stimulation. Additionally, p waves had always been low. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.